Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "slow leak. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified wear/abrasion, a crease fold and an opening. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a striated opening in the posterior side. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "slow leak". Device has been explanted.